Event description:
According to the reporter, during a laparoscopic total mesorectal excision when the surgeon was stapling the distal section of the rectum, another reload was used because the previous one was not enough to do the total section of the rectum. The surgeon used the same staple as usual with the same handle. However, the speed of handle decreased and finally stopped one cm from the beginning. The surgeon removed the instrument from the tissue. There were staples incompletely formed. At this moment, the surgeon asked for a competitor stapler and tried to put over the tissue but there was not enough space to applicate correctly and had to remove it. The rectum had little damage due to the excessive manipulation of the tissue and to prevent more damage, procedure was change to open surgery. The incision was extended more than 10 cm. The surgeon used a competitor stapler to finish the section of the bowel. The application was correct but not enough to complete the resection. At this moment, the surgeon requested the handle with reload to cut the l ast and small tissue that kept connected the bowel. Nevertheless, the surgeon was not able to cut and the instrument failed to function again. To complete the section, the surgeon used a competitor stapler with no problems. Colorectal anastomosis was performed, to check the state of the internal mucosa and the anastomosis they used a recto-scope. Small damage was observed and to prevent risks for the patient they performed a temporal ileostomy. There was a 1 or 2 cm unanticipated tissue loss because of this problem. They had to descend little more to do the anastomosis. The surgical time was extended two hours due to the product problem. In a short time, patient will have another surgery to eliminate the ileostomy. Patient has undergone chemotherapy and radiation treatments. The patient had a medical history of high arterial pressure and immune thrombocytopenia.

Manufacturer narrative:
Concomitant medical products: egia45amt egia 45 artic med thick sulu(lot#n2b0351y); egia45amt egia 60 artic med thick sulu(lot#n2e0386y); unknown signia egia adapter (sn: unknown); sig power sigpshell control shell (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.